Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited high out of range shock impedance measurements. The field representative discussed with technical services (ts) programming options. This unknown patient has a device that is at replacement, so the plan is to replace this unknown lead and device at the same time. Additional information was requested from the field in which no patient or lead information could be obtained. It is unknown if this rv lead remains in service. No adverse patient effects were reported.